Event description:
It was reported by the patient that blood glucose levels rose above 400 mg/dl while wearing the pod for more than 48 hours on the abdomen. The patient reported that the cannula did not properly insert into the infusion site. Upon removal, the cannula was reported to be bent, and insulin was observed between the pod and the skin, indicative of leakage. Mild irritation at the pod site was also reported. No treatment details were reported.

Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 4.0.2 operating system: bp4a.251205.006.s918usqs7fze3 hardware: sm-s918u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.